Manufacturer narrative:
This supplemental report is being submitted to provide a correction to previously submitted report. Corrected fields: d4 - lot #, d7a, e1 - email null, e3 - occupation, h11 updated fields missing from previous report: h2, h3, h6, h11 the device was returned to olympus for inspection, and the reported failure was not confirmed. Based on the results of the investigation, a probable root cause could not be identified. Device returned and not reproduced. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
E1 to be continued: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the single use 3-lumen sphincterotome v exhibited the knife wire is fractured. The issue occurred during a therapeutic endoscopic retrograde cholangiopancreatography. There were no reports of patient harm.

Manufacturer narrative:
Correction: d4. The device was returned to olympus for evaluation/inspection. Based on the results of the investigation, the broken cutting wire was identified. A definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.